Event description:
It was reported that the pump was removed due to infection. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; the manufacturer's device registration system indicates it is dilaudid.